Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during first inflation, the balloon ruptured. The device was removed and completed the procedure with another of same device. There was no patient complications reported. Patient was in good condition.